Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator ( ins) for gastrointestinal /pelvic floor therapy. It was reported patient had recharging difficulty since implant. Patient saw the "recovery mode recharge" screen most of the time while attempting to start to recharge and consistently loses coupling during a recharge session but does end up seeing a regular recharge screen. Patient reports the left side recharging is worse than right. Patient uses a separate recharger for each side and does not recharge both implants at the same time. Patient reported during end of call that they were unable to continue to recharge like this as it takes too long to get implants recharged and they have to hold the recharger to prevent loss of communication. Patient does use the recharge belt. Tech support discussed the actual recharge site is most likely offset, and caller indicted they found the best location about 4 inches from incision site. Rep/patient also discussed the placement of the implants were in same pockets as previous implants (patient has history of multiple implants). The rep indicated they are unable to feel the new implants. Tech support recommended x-ray both pa and lateral to determine implant depth. On november 10th the rep stated the results of the x-rays were unknown, and depth/location of each ins was unknown. The cause of the difficulty recharging was most likely depth due to using the same pocket. It was unknown whether there would be any interventions and the issue was not resolved yet. 2020-nov-24 e2, e3 (rep): additional information was received from a manufacturer representative (rep). The rep reported that the x-rays showed no irregularities. Both ins devices looked like they were in a good position, although they did appear to be deep within the tissue pocket. The ins depths were greater than 1 inch. The assumption was that both ins devices were implanted too deep within the respective pockets, which was impeding telemetry with the recharging unit. Both devices were implanted in existing pockets that were created to accommodate the patient's previous implants. The patient was going to be schedule for a pocket revision to bring the ins devices closer to the skin surface to better accommodate telemetry with the charging unit.

Event description:
2020-(B)(6) rtg0099880, e1 (rep, con): information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported patient had recharging difficulty since implant. Patient saw the "recovery mode recharge" screen most of the time while attempting to start to recharge and consistently loses coupling during a recharge session but does end up seeing a regular recharge screen. Patient reports the left side recharging is worse than right. Patient uses a separate recharger for each side and does not recharge both implants at the same time. Patient reported during end of call that they were unable to continue to recharge like this as it takes too long to get implants recharged and they have to hold the recharger to prevent loss of communication. Patient does use the recharge belt. Tech support discussed the actual recharge site is most likely offset - and caller indicted they found the best location about 4 inches from incision site. Rep/patient also discussed the placement of the implants were in same pockets as previous implants (patient has history of multiple implants). The rep indicated they are unable to feel the new implants. Tech support recommended x-ray both pa and lateral to determine implant depth. On november 10th the rep stated the results of the x-rays were unknown, and depth/location of each ins was unknown. The cause of the difficulty recharging was most likely depth due to using the same pocket. It was unknown whether there would be any interventions and the issue was not resolved yet. 2020-(B)(6) e2, e3 (rep): additional information was received from a manufacturer representative (rep). The rep reported that the x-rays showed no irregularities. Both ins devices looked like they were in a good position, although they did appear to be deep within the tissue pocket. The ins depths were greater than 1 inch. The assumption was that both ins devices were implanted too deep within the respective pockets, which was impeding telemetry with the recharging unit. Both devices were implanted in existing pockets that were created to accommodate the patient's previous implants. The patient was going to be schedule for a pocket revision to bring the ins devices closer to the skin surface to better accommodate telemetry with the charging unit.

Manufacturer narrative:
G3: correct aware date for initial report was 2020-(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported surgery was completed (B)(6)2020 .the revision surgery and patient's recharging difficulties were both resolved. The hcp is aware of the information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the status is that the device is still implanted in the patient, they revised the pockets that the device sits in so it will be not more than 2 cm deep.